Manufacturer narrative:
Customer service replied via email that the customer should call so that her issue could appropriately be addressed. On 09/11/2018, the customer called in and was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information on 09/11/2018 and 09/13/18, to which the customer responded via email on 09/14/2018, alleging that her issue started with clogged ducts and developed into mastitis, for which she was prescribed two different antibiotics. On 09/18/2018, the customer requested contact by medela clinical staff, who contacted her on 09/20/2018, at which time the customer indicated that she could not talk. Clinical eventually spoke with the customer on 09/24/2018 and the customer stated that she was no longer having any signs of mastitis and that the replacement pump was working well. On 09/28/2018, the customer indicated via email to the complaint handler that her hard lump was gone and she had not yet sent the old pump back, but would do so in the upcoming week. The pump has not been received as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 09/10/2018 the customer alleged via email to medela llc that she was using her pump in style breast pump and got plugged ducts and mastitis and that her doctor informed her that it was not an effective pump.

Manufacturer narrative:
The device was evaluated with the customer's parts as received, with the exception of the tubing, and it failed vacuum testing. The vacuum test was then conducted using a lab kit with the customer's pump and it passed. Refer to attached product evaluation and pictures. When a pump fails with the customer kit, but not the lab kit, any issue is typically attributable to the kit, not the pump. In this case, it was noted in the evaluation that the customer's connectors and valves had residue on them and the customer's membranes were not laying flat. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check. [(B)(4)].